Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set was not functioning properly and the infusion set was not locking correctly at the quick release which caused high blood glucose of 500 mg/dl. Infusion set would be replaced.